Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). The device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that an error message displayed during aspiration. An angiojet® solent¿ omni catheter was selected for a thrombectomy procedure. Power pulse was performed by spraying tissue plasminogen activator (tpa) into the clot. After 20 minutes, they initiated aspiration inside the patient. However, aspiration stopped when a check tubing or check seal error message displayed. A leak was observed at the pump. They switched to an aspiration catheter to complete the procedure. There were no patient complications and the patient was fine.